Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the treatment in the left eye of a patient, the system flap has started to come into range while the treatment was firing. The lights needed to be turned down to expand a small pupil, the doctor could not see the flap going onto the ablation area alerted and pulled the flap back accordingly but some of the treatment appeared to be blocked by the flap prior resulting in an incomplete corneal ablation during lasik surgery. The patient is experiencing good visual outcomes in that left eye. Right was unaffected and treated with no issues.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was initially installed at the customers was then moved and afterwards successfully verified per service and installation record. A clinical application specialist reported that turing the treatment of the patients left eye on a device his flap started to come into range while the treatment was firing. Per the initial report, the patient is nevertheless doing well visually in that eye. Based on the assessment of the clinical information and the provided report description, it was found that the reported issue was not related to the device. Instead, it was caused by the flap folding over onto the ablation zone during the treatment. The manufacturer internal reference number is: (B)(4).